Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150208 captures the reportable event of stent second flange stuck in scope. Imdrf impact code f2301 captures the additional device required to retrieve the deployed stent

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate the drainage of a pancreatic pseudocyst during an endoscopic procedure performed on (B)(6) 2025. During the procedure, while attempting to deploy the second flange, it became stuck within the delivery system and failed to release as intended. In the process of repositioning the system to facilitate deployment, the first flange was inadvertently pulled, causing the entire system to be dislodged from the puncture site. As a result, the procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150208 captures the reportable event of stent second flange stuck in scope. Imdrf impact code f2301 captures the additional device required to retrieve the deployed stent. Block h11: an axios stent with electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully expanded and deployed. Additionally, the inner sheath was found kinked. Functional testing was performed. The catheter was freely moved through the luer and the slider could be moved to its original position with no resistance. Product analysis did not confirm the reported events of stent positioning issue and stent second flange stuck in scope. The stent was returned fully expanded and deployed and no issues were found during the delivery system functional inspection. However, stent positioning is noted within the instructions for use (IFU)/product labeling as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed event of inner sheath kinked was most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue is noted within the IFU as a possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate the drainage of a pancreatic pseudocyst during an endoscopic procedure performed on (B)(6) 2025. During the procedure, while attempting to deploy the second flange, it became stuck within the delivery system and failed to release as intended. In the process of repositioning the system to facilitate deployment, the first flange was inadvertently pulled, causing the entire system to be dislodged from the puncture site. As a result, the procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.